Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. However, unit passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and having problem with button. The customer blood glucose level was 270 mg/dl. Customer reports that after inserting new battery and rewind insulin pump alarm. The customer was advised to revert to the back-up plan. The device will be returned for analysis.